Manufacturer narrative:
System components reservoir, model- 72404161, lot sn- (B)(4), mfg date- 09/06/2017, exp date- 09/06/2022, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to the silicon sheath on the cylinder being ruptured. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient outcome was reported to be well.